Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: paresthesia, autoimmune disorder, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two unspecified mentor gel implants, suffered bilateral capsular contracture; baker grade IV on the left and baker grade ii on the right post-operatively. The patient also suffered the following symptoms, including numbness, tingling, foggy symptoms in head, migraines, paresthesia, and autoimmune diseases. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result,t, the patient underwent bilateral removal on (B)(6) 2019. This medwatch form is for the left breast prosthesis.